Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when maneuvering the sheath through the heart, a pericardial effusion was observed. The case was aborted. A pericardial drainage was performed. No further patient complications have been reported as a result of this event.